Event description:
It was reported that the patient had developed an infection at the ipg pocket site. It was noted that the patients battery was growing itself out and she had a lot of swelling and puss. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded.